Event description:
It was reported that during a couple of PICC procedures, the screen will stop responding and it is not possible to change anything or enter any data, the touch function doesn't work. Only wen the machine is turned off will it be reported to work again, until the next usage when the problem recurs.

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the device was returned to the service facility for evaluation. During evaluation, the reported issue of system freezes was confirmed. The touch screen is unresponsive as a result of a malfunctioning front enclosure. No other functionality issues with the equipment were found during evaluation/servicing. The device was serviced, tested, and returned to the customer. A history review of serial number (B)(6) showed no other similar complaint(s) from this serial number.

Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer, at this time, for evaluation. A history review of serial number (B)(4) showed no other similar complaint(s) from this serial number. Device not returned.

Event description:
It was reported that during a couple of PICC procedures, the screen will stop responding and it is not possible to change anything or enter any data, the touch function doesn't work. Only wen the machine is turned off will it be reported to work again, until the next usage when the problem recurs.